Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an altitude alarm while traveling in an airplane. Reportedly, the alarm did not clear upon landing. Customer¿s blood glucose level was 600 mg/dl. At the time of the report with tandem technical support the customer had not addressed bg level and did not provide how bg would be addressed. Reportedly, the customer reverted to manual injections for continued insulin therapy.